Event description:
It was reported that an ilet pump¿s touchscreen cracked after the user likely bumped the device while it was clipped on, resulting in difficult navigation that required multiple presses, while the pump continued to deliver insulin. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture affecting the touchscreen component of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.